Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated that the patient was transplanted. A specific cause for the reported heart transplant could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. Evaluation of (B)(6) did not reveal any device-related issues. It was reported that the patient was on biventricular support before being transplanted on (B)(6) 2021. Multiple requests for information were made regarding the reason the patient that originally was on destination therapy was transplanted; however, no further information has been provided at this time. (B)(6) was returned assembled with the pump cable severed approximately 8.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 2.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no denatured or laminated depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated that the patient was transplanted. A specific cause for the reported heart transplant could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. Evaluation of (B)(6) did not reveal any device-related issues. It was reported that the patient was on biventricular support before being transplanted on (B)(6) 2021. Multiple requests for information were made regarding the reason the patient that originally was on destination therapy was transplanted; however, no further information has been provided at this time. (B)(6) was returned assembled with the pump cable severed approximately 8.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 2.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no denatured or laminated depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on biventricular support and received a heart transplant. It is not known if device or therapy issue on either the left or right ventricular assist device (lvad, rvad) contributed to the need for transplant. Related manufacturer report number: 2916596-2021-06912.